Event description:
Peritoneal catheter (merit medical cf-5260 flex-neck classic catheter) developed split at connector site. Catheter was cut off to repair site. Catheter is still being used by pt. Dates of use: (B)(6) 2013 - present. Diagnosis or reason for use: peritoneal dialysis.